Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Upon visual examination it was observed that the valve had one strut bent outwards at the outflow side. The valve was deployed during the pre-decontamination process and the strut corrected on the expanded valve. No further abnormalities were observed. Due to the nature of the complaint, no applicable functional testing or dimensional testing was performed. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery of the device was provided and revealed the valve crimped over the commander delivery system with one bent strut bent outwards at the outflow side. The complaint for frame damage was confirmed based on the evaluation of the returned device and provided imagery. It is possible that one or more patient/procedural factors (access vessel calcification, tortuosity, undersized vessel diameters, steep angle of insertion, device manipulation) may have been present during the procedure. However, due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by our affiliate from germany, a transfemoral tavr procedure was performed to implant a 26mm sapien 3 ultra valve. During the procedure, no resistance was felt while advancing the commander delivery system with crimped valve through the 14f esheath+ but it was observed that the valve had a bent strut. The valve was withdrawn into the esheath+ and the devices removed as a single unit. Upon removal, it was observed that the esheath+ expansion joint was slightly bent and that the valve was protruding out from the esheath+ liner. Angiography confirmed no patient injury at the vessel or puncture site. A second valve was successfully implanted. The patient was stable post-procedure.

Manufacturer narrative:
This is one of two reports being submitted for this case. Investigation is ongoing.